Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported failure. The articulating arm moves even when tightened. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device UDI not provided as this product is no longer manufactured. No devices were returned to the manufacturer for analysis. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the articulating arm cannot be stuck. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the vertek arm moved event when tightened.